Event description:
Mr. (B)(6) came to department for an MRI of the thoracic and lumbar spine. He has a large body habitus end was placed on the 3t machine to accommodate his size. Due to his body habltus the exam did take upwards of two hours. After speaking with the technologist caring for mr. (B)(6) I was informed that no part of mr. (B)(6) was in direct contact with the bore. There were multiple layers of sheets, and the patient's gown between his skin and the bore. Pillowcases were placed on his arms so that they would not be in contact with the bore. The patient did complain of pain on the hip area. When the technologist investigated the area, no burn was located. A foam pad was placed on the hip at this time. The exam continued and the patient complained again about the pain. The technologist stopped the exam and pulled the patient from the tube to again examine the area bothering the patient. Again, the pain was gone, and no burn could be seen by the technologist. A larger black pad was placed on the right side of the patient this time. After that event, there were no further complaints from the patient.